Manufacturer narrative:
(B)(4). Reportedly, the device was used for a tricuspid valve procedure. It should be noted that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The device was not returned for analysis. Review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number was not provided. A definitive cause for the reported mechanical issue (clip open while locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to the mitraclip opening post deployment. It was reported as a general comment that the mitraclip xtr has less push per mm2 than the ntr mitraclip system. Post deployment, the xtr mitraclip opens slightly to due to the pull the clip has on the leaflet. Reportedly, the clip arms are longer and create less tension to hold the clip closed post deployment. This is noted especially in the tricuspid valve and with leaflets having huge prolapse. There were no reported adverse patient effects and there was no clinically significant delay. No additional information was provide regarding this issue.